Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8036880 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted pertaining to this complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported with the use of the relion® insulin syringe there was an issue with plunger error. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the relion® insulin syringe there was an issue with plunger error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.